Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7070047.

Event description:
It was reported that the patient experienced a loss of stimulation coverage. The patient underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices were not returned. No further information could be obtained despite good faith efforts.